Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast reconstruction with 200cc saline mentor smooth round moderate profile breast implants and experienced deflation on the right side postoperatively. The deflation was confirmed with an x-ray. As a result, the patient is scheduled to undergo device removal on (B)(6) 2021.

Manufacturer narrative:
Additional information: on may 4, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On july 15, 2021, mentor became aware that in the supplemental reports (follow up 1) sent on may 11, 2021 and (follow 2) sent on june 3, 2021, it was erroneously indicated that the suspect medical device has been received, was (catalog: 3505700bc lot: 7468862) and was also evaluated. However, the device received was meant for mrn: 1645337-2021-03701. The correct suspect medical device is 200cc mentor smooth round moderate profile saline catalog: 3501625 lot: 7469653 sn: (B)(6) and it has not been returned. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4). Suspect medical device was updated back to catalog: 3501625 lot: 7469653 sn: (B)(6).

Manufacturer narrative:
Additional information: on (B)(6) 2021, mentor became aware of the correct catalog number and lot number of the impacted device. The relevant fields in this report have been updated to reflect the impacted device attributes (brand name, common device name, procode, catalog number, lot number, manufacturing date, expiration date, UDI, PMA and device returned to manufacturer date). On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the smooth uhp 700cc breast implant was found to be ruptured. The implant was received in two (2) parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).